Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative (rep) regarding a patient receiving intrathecal medication via an implantable pump for non-malignant pain. The company rep reported that the healthcare provider (hcp) refilled pump on (B)(6) 2026 and patient had been hearing critical alarm since. Logs showed an empty reservoir alarm on (B)(6) 2026 along with a motor stall recovery after an magnetic resonance imaging (MRI) on (B)(6) 2025. Agent verified there was an active alarm on the home screen and reviewed how to silence and update the pump and company rep confirmed there was no longer an active alarm.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp) via the manufacturer's representative (rep). It was reported that the hcp's office let the rep know that the patient was continuing to hear the pump alarm even after the pump had been refilled. The pump was empty due to the patient not getting it refilled.